Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery test. However, the insulin pump alarmed motor error during occlusion test due to faulty force sensor. The motor passed the motor test. The insulin pump was received with cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.

Event description:
It was reported that the customer received a motor error alarm. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.